Manufacturer narrative:
It was noted that the device is not available for evaluation. The following device was also listed in this report: unknown reconstructive stem; cat #: unknown; lot #: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for unknown reasons.